Event description:
It was reported that the user experienced recurrent nocturnal hypoglycemia with a documented glucose of 42 mg/dl while using the ilet bionic pancreas, and the user sought guidance after difficulty reaching a healthcare provider; the case was routed for coaching support. Symptoms included hypoglycemia. Outcomes included additional user training. Investigation included case intake, triage, and assignment to coaching. Investigation of this case revealed that the cause of hypoglycemia remained undetermined, with no device malfunction reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.